Manufacturer narrative:
Evaluation results: one cadd solis vip pump (2120) was returned for investigation in used condition. The tamper seal was missing but the device was in otherwise good condition. A review of the event history log evidenced the following: "(B)(6) 2019 9:12:31 am medium alarm displayed: cannot start pump, (B)(6) 2019 9:12:33 am medium alarm silenced: cannot start pump, (B)(6) 2019 9:12:36 am medium alarm acknowledged: cannot start pump, (B)(6) 2019 9:12:39 am medium alarm displayed: cannot start pump, (B)(6) 2019 9:12:42 am medium alarm silenced: cannot start pump, (B)(6) 2019 9:12:44 am medium alarm acknowledged: cannot start pump." A sensor/functional test was performed. The customer reported product problem was replicated. The air detector not working. The air detector was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Device evaluation completion date: 01-nov-2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a good condition. During analysis, the customer's reported problem was unable to be repeated. Visually inspected the pump's event history logs and showed multiple times of "high pressure" alarm messages after pump was started. Service recommended for the downstream occlusion sensor to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited alarm for high pressure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.